Manufacturer narrative:
(B)(4). Another serial number product was returned on 12/10/2015, therefore evaluation is not yet initiated on the actual device. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 98-116mg/dl fasting. Verified the strips expired 9/14/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with 182mg/dl on (B)(6) 2015 8:08:00 pm 191mg/dl on (B)(6) 2015 7:46:00 pm.